Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after the pump fell to the ground, the pump would not "switch back on" and was not functional. Customer's blood glucose was not impacted. Reportedly, customer reverted to using another pump for insulin therapy.